Manufacturer narrative:
Complaint not confirmed. No heat damage or damage was observed on the ceramic and shaft of the devices. He most likely cause is insufficient irrigation and/or running the device for an extended amount of time.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the apollo. Ar-9821, was used during a surgery on (B)(6) 2020. After the surgery, the patient was found to have burns. Additional information provided 12/3/2020: the ar-9821 was being used in an arthroscopic rotator cuff repair. No alarm messages. The flow rate setting of the pump was 50%, 35mmhg. No contact with other devices reported. There is no information on how long the ablator was in constant use. The patient was burned at the surgical site; no photos are available. Wound dressing materials and vancomycin ointment were used to treat the burn.